Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, a staple line leak occurred where a sureform 60 reload was fired with a sureform 60 stapler instrument. The sureform 60 stapler instrument reportedly fired blue and white stapler reloads. There were no complications with the sureform 60 stapler instrument, no reported error messages, pauses for compressions, or difficulties during the firing sequences. All staple lines were complete. Postoperatively, a leak at the gastroesophageal junction (gej) was identified where the last sureform 60 stapler fire of the sleeve was placed. The patient underwent stent placement and drainage. A 36 french bougie was used and an indocyanine green (icg) leak test was negative. A subsequent reoperation was not performed. The patient made a full recovery.

Manufacturer narrative:
The surgeon believed the staple line leak issue could have been caused by an issue with universal surgical manipulator (usm) #1 installed on the patient side cart (psc). An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse removed and replaced usm #1. In addition, the fse calibrated the left master tool manipulator (mtm) on the surgeon side console (ssc) at the site. The fse tested the system and verified that it was ready for use. Isi has not received the usm for failure analysis evaluation. A stapler log review revealed the following: a sureform 60 stapler instrument was installed on the system 7 times and fired 7 reloads (1 blue, 2 white, 1 blue, 3 white, in that order). On each install, the first clamp was successful. On install 1, the firing was completed with 1-2 pauses for compression. On install 2, there was a firing failure to 49% completion. On install 3, there was a second firing failure to 53% completion. On install 4, the firing was completed with no pauses for compression. On install 5, the firing was completed with 1 pause for compression. On install 6, the firing was completed with 2-3 pauses for compression. On install 7, the firing was completed with 2 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.